Manufacturer narrative:
(B)(4): a review of the device event log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. A review of the service history was performed and revealed no issues. If additional relevant information is received, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not performing therapy at the time of death. The cause of death was unknown. An autopsy was not performed. Additional information was requested, but is not available. The pd nurse could not confirm the cause of death was renal failure. The pd nurse clarified that the event of death was not related to the baxter pd solutions, device, or disposables. The pd nurse stated that autopsy was not performed. All available information was provided. The customer had a history of hypertension, diabetes, pneumonia. There was no other patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the home patient's nurse and she stated that the roommate had contacted baxter for arrangement of pick up for the cycler and unused supplies. No other information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The homechoice was returned to baxter. A review of the devices logs revealed no failure of malfunction that could have caused or contributed to the reported difficulty. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test and was found to meet functional and electrical performance specification requirements. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of patient symptom ¿ other (home patient passed away).